Event description:
The apheresis center made this report to baxter after receiving a statement from a platelet donor. The donor had stated that 1 day after donating platelets on a cs 3000 plus instrument they had a rash in the area of their arm where the pressure cuff is applied. The donor believed the rash was caused by scabies and went to their physician. The medical director of the apheresis center where the donation occurred was contacted by baxter. The medical director was in direct contact with the attending physician. The attending physician stated that he did not test for scabies but began treatment for scabies based on the description given by the donor and the appearance of the rash. The attending physician stated the donor was in good condition and he would monitor the results of the treatment. The apheresis center medical director stated there were no other reports of scabies from donors or staff at the center.